Manufacturer narrative:
E1. The initial reporter address, city, state, and facility name are unknown. Therefore, nj was used as a placeholder. E4. The initial reporter also notified the FDA on 26 july, 2024. Medwatch report # mw5157819 investigation summary: "material #: 368607 lot/batch #: 4032151 bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing, each having their safety shields engaged, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, the safety shield detached when attempting to close it over the IV cannula. There was no report of adverse impact to patients or users.